Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of occlusion and dissection are listed in the prostyle instructions for use as potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the suture of only one prostyle device was successfully pre-placed. The sheath size remained an 8f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. At the end of the procedure, imaging revealed no blood flow at the rcfa. There appeared to be some type of disturbance, possibly an iliac dissection; however it was not confirmed. An occlusion occurred as the prostyle suture captured the back wall of the artery. The occlusion was treated by advancing a guide wire and performing balloon angioplasty. Blood flow was restored. There was no reported clinically significant delay in the procedure or therapy. The patient is well. No additional information was provided.